Manufacturer narrative:
Complaint conclusion: as reported, a 6f-7f mynxgrip vascular closure device (vcd) sealant began to expand outside of the device. There was no reported patient injury. The femoral artery was the target lesion with a vessel size of 6 mm. The physician is trained on the use of the device. The device was used for an interventional peripheral procedure with a medium stick location and use of a 6f non-cordis sheath. Manual compression was used to achieve hemostasis, but the duration is unknown. The patient was not hospitalized or the hospitalization was not extended. The target lesion was the superficial femoral artery (sfa). There was moderate lesion calcification. There was not any vessel tortuosity. There was not any vessel angulation. The device was not being used to treat chronic total occlusion (cto). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for 30 minutes. The patient¿s hospitalization was not extended due to the event. The patient has recovered. The device was removed from the package as instructed. The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep, while removing the device from the package or during deployment. Per the product evaluation, "sealant was protruding out from slit on outer shuttle cartridge, exposed to blood, and appeared to have swelled.¿ a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Sealant was protruding out from slit on outer shuttle cartridge, exposed to blood, and appeared to have ¿swelled¿. The advancer tube remained inside the shuttle cartridge in manufactured position. The sealant sleeve was retracted and the procedural sheath was not returned. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated (per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1901802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step could not be completed. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported. However, it is possible that procedural/handling factors may have led to an incomplete engagement of the advancer tube during the procedure, which could be due to the swelling of the sealant while still in the shuttle. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) sealant began to expand outside of the device. There was no reported patient injury. The femoral artery was the target lesion with a vessel size of 6 mm. The physician is trained on the use of the device. The device was used for an interventional peripheral procedure with a medium stick location and use of a 6f non-cordis sheath. Manual compression was used to achieve hemostasis, but the duration is unknown. The patient was not hospitalized or the hospitalization was not extended. The target lesion was the sfa. There was moderate lesion calcification. There was not any vessel tortuosity. There was not any vessel angulation. The device was not being used to treat chronic total occlusion (cto). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was not any presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for 30 minutes. The patient¿s hospitalization was not extended due to the event. The patient has recovered. The device was removed from the package as instructed. The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep, while removing the device from the package or during deployment. Per the product evaluation, "sealant was protruding out from slit on outer shuttle cartridge, exposed to blood, appeared to have swelled.¿